Event description:
It was reported that this right ventricular (rv) lead's shock impedance has gradually increased greater than 170 ohms over the past year. Technical services (ts) reviewed the latitude reports and recommended shock testing of the rv lead to be evaluated for continued use or replacement due to first red alert for out of range was in 2020 and multiple alerts afterwards. The patient has never had a therapy shock from the device and no defibrillation threshold testing (dft) at implant. Rv lead pacing impedance is stable in the 500-600 ohm range and no events with noise. At this time, the rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead's shock impedance has gradually increased greater than 170 ohms over the past year. Technical services (ts) reviewed the latitude reports and recommended shock testing of the rv lead to be evaluated for continued use or replacement due to first red alert for out of range was in 2020 and multiple alerts afterwards. The patient has never had a therapy shock from the device and no defibrillation threshold testing (dft) at implant. Rv lead pacing impedance is stable in the 500-600 ohm range and no events with noise. Additional information received advised the rv lead was capped due to product performance issue and the device was explanted due to therapy upgrade/downgrade and will not be returned. Outside of the revision procedure no additional adverse patient effects were reported.